Manufacturer narrative:
(B)(4)

Event description:
A patient in (B)(6) was undergoing a dialysis treatment which included a polyflux 210 h dialyzer. Reportedly, the patient had an estimated blood loss of 300 ml when the blood in the extracorporeal circuit was not returned following an internal blood leak. The patient received a scheduled blood transfusion for a hemoglobin of 78g/l following this event.